Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The pump supplies were in use for over 3 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 223 mg/dl.